Event description:
It was reported that during patient treatment, the anesthesia system generated alarms for low fio2. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system had passed the sco before and after the incident without issues. The anesthesia system was investigated at the hospital by our distributor. No faults were reproduced and no parts were replaced. The anesthesia system passed the sco before and after the incident without issues. The device logs were saved and after successful testing, the anesthesia system was cleared for clinical use. Our evaluation of the received device logs show that the technical log has a log post indicating a sampling line issue, this was most likely caused by a leakage in the sampling line since the internal event log has a recording for sampling line leakage at the same time. The internal event log also confirms the reported issues with alarms for low etco2, low fio2 and leakage. It is likely that the generated clinical alarms were caused by a leakage in the gas analyzer sampling line.

Event description:
Manufacturer's reference number: (B)(4).